Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl, 378 mg/dl at the time of incident and treated with manual injection for the high blood glucose and sensor glucose level was 77 mg/dl, 83 mg/dl. Customer states insulin delivery was not suspended due to sensor glucose verses blood glucose difference. Customer reports difference was occurring with the current sensor. Customer declined troubleshooting for the high blood glucose because they did not comfortable removing the set. The insulin pump will not be and sensor will be returned for analysis.